Event description:
During a routine lead extraction for upgrade to a biventricular ics, one of the old pacing leads, probably the rv, broke apart leaving the pacing electrode in the right atrium. The extraction and upgrade were completed without further issue. The pt was brought back to the ep lab the next day to attempt to snare the lead tip by the physician. After several attempts to snare the tip and after conferring with interventional radiology, it was decided that in this case leaving it in place was the correct action to take.